Manufacturer narrative:
The file was inadvertently marked reportable. The event reported under MFR 3012307300-2019-03210 was determined to be not reportable as it was found to be a duplicate complaint and no further reports will be filed using this file number. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a smiths medical level 1® equator® convective warming device burned a patient. There were no reported further adverse effects.